Event description:
During preventive maintenance the manufacturers service technicain found that the unit would not work on battery. The device was not in use therefore there was no patient involvement or harm. The manufacturers service technician replaced the power management pcb board to address the reported problem. Final checkout was completed per operating specifications with no fault recurrence reported.

Event description:
Factory analysis of the returned power management pcb board revealed a diode failure that resulted in the reported power issue.

Manufacturer narrative:
Supplemental report